Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call of issues with customer's high blood glucose. The customer's blood glucose level at the time of incident was 467mg/dl. The customer's most current level was 200mg/dl. Troubleshoot was conducted. The customer states the tubing and the cannula were filled with blood. The customer was assisted in stopping and clearing the bleeding. The customer was advised they may have inserted in a capillary. The device was found to be operating as designed. The customer was advised to monitor the device and contact their health care provider regarding the unexplained high blood glucose levels.